Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the size of the existing cuff was too large. The existing cuff was explanted and replaced with a 3.5 cm cuff. No patient complications were reported in relation to this event. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.